Event description:
The reporter stated that he had gotten the er1 message in the past. He stated that he had not checked the confirmation dot or used the color comparison chart, and has never used control solution.